Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and the pump was no longer functional. Reportedly, the screen was cracked because the customer fell while wearing the pump. The customer's blood glucose level was 257 mg/dl and was addressed with an insulin pen. The customer confirmed that an alternate method of insulin delivery was available.